Manufacturer narrative:
The subject device was evaluated at repair service (B)(6). It was reported that during the inspection it was found that the screen went whiteout without image due to faulty upo (circuit board). Furthermore, it was observed some horizontal stripes appeared on the image which was caused by faulty connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was found with poor contact. The issue found during intrauterine electrotomy procedure. The intended procedure was completed with the same device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d9/h3 (device evaluated) and g2 (foreign country added). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board and connector could not be determined. Olympus will continue to monitor field performance for this device.